Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. Investigation summary : bd received two photos and one sample for investigation. One of the customer photos shows a device with the hub separated from the collar. The returned sample was subjected to a visual inspection and failed testing due to hub separation from the collar. Additionally, 20 retained samples underwent visual functional tests for defective locking mechanisms and hub/collar separation. All retained samples passed testing, showing no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the cap and safety mechanism separated from the needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the cap and safety mechanism separated from the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.